Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. Wife called who does the blood glucose on her husband and the meter has been giving a low blood reading for a week or more. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer's expected fasting blood glucose test result range is 90-130mg/dl. She could not tell when it started to happen, if possibly a new vial of strip was opened like 2 weeks ago but the wife could not tell exactly when. The test strip lot manufacturer's expiration date is 11/19/2018 and open vial date is about 2 weeks. The blood is only done once a day unless she thinks something is not working correctly. The product is stored according to specification. Nothing has changed as far as medication or diet. The meter is not set correct to the time and date. The meter memory was reviewed for previous test result history: (B)(6).